Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 01183, 0001825034 - 2018 - 01184, 0001825034 - 2018 - 01185, 0001825034 - 2018 - 01186, 0001825034 - 2018 - 01187. Product location is unknown.

Event description:
It was reported that the incoming inspection team member found debris in sterile packaging.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of the affected products' photographs. The root cause of the reported issue is a manufacturing deficiency. The work instruction i000132 rev. 10 provides adequate detail instructing the operator to look for any contamination. Failure mode: process : packaging : foreign particles : particulate : debris, hair, fiber, cinder, lint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.